Manufacturer narrative:
The insulin pump had no button response due to flattened button dome switches. The lcd keypad connector was not unlocked. The pump had minor scratches on the display window. (B)(4)

Event description:
The customer's diabetes clinical manager reported via phone call that action button on the customer's insulin pump was harder to press than the other buttons. The customer's pump buttons were also hard to press in general. The patient's blood glucose at the time of incident was 143 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.